Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a maverick balloon catheter. The balloon was loosely folded and there was blood in the balloon and inflation lumen. Analysis of the tip, balloon, markerbands, inner/outer shaft, hypotube and hub included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was located 19mm from the device tip, and there were numerous kinks in the hypotube. Inspection of the device found no other damage or defects.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 2.50mm x 20mm fg maverick 2 balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 2.50mm x 20mm fg maverick 2 balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.